Event description:
The patient's mother reported while her son was playing basketball his blood glucose dropped below 40 mg/dl so his father treated him with carbohydrate (carbohydrate count not reported) but was not able to bring his bg levels up. The paramedic was called and upon arrival his heart rate was elevated so they rush him to the hospital. At the hospital they diagnosed him with hypoglycemia and they continue to monitor his condition. No further treatment was given at the hospital. At 7:20 he was released from the hospital with his bg reading in the 200's mg/dl and that his heart rate had return to normal range.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The returned device was evaluated and was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported low bg levels. There are safety mechanisms in the design of the pod that would prevent over delivery of insulin that contributes to low bg's.